Event description:
An operating room nurse experienced eczema on the top of her hands after wearing the glove. She saw a dermatologist for treatment (corticoids), and had testing. Her symptoms go away when she is not at work.

Manufacturer narrative:
The sample and lot number were not provided, therefore the device history record could not be reviewed. Historical trending was done for the reported catalog number and defect, and no issue was found. The product passed the requirements of the primary skin irritation test per the technical services report. This glove does not contain the ingredients the nurse tested positive for. The exact cause of the skin irritation could not be determined. The protegrity smt glove has passed a series of tests prescribed by regulatory agencies for the intended use. However, the possibility of an individual experiencing reactions to certain chemicals or lubricants used during the manufacturing process cannot be ruled out. We will continue to monitor complaints for any unfavorable trends.